Event description:
During trouble shooting, customer observed missing segments on the advantage system. Customer also reports he has been receiving blood glucose results of 755 mg/dl, 742 mg/dl, and 717 mg/dl, which are outside the meter reading range of 10-600 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.